Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose values after a large dinner, with hyperglycemia up to 320 mg/dl followed by hypoglycemia into the 40s, and received education on accurate meal announcements, timing of meal delivery, and the ilet¿s automated insulin modulation. Symptoms included symptomatic hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral glucose and no need for medical intervention or hospitalization. Investigation included complaint review and user education. Investigation of this case revealed likely user-related factors, including possible incorrect meal size announcement, variable timing of meal delivery relative to eating, and intermittent disconnection of the device. It was concluded that the device functioned as designed and that the event was attributable to use-related error with appropriate troubleshooting and education completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.